Event description:
A board-certified neurologist was conducting an electromyographic examination of the paraspinal muscle in the vicinity of the l4-l5 vertebrae of a male pt. In an attempt to "go deep", and get "all the way in" to the muscle, the doctor firmly palpated the pt's muscle while inserting the needle and hub to the point that the hub depressed the surface of the skin. When the doctor went to remove the needle, the hub separated from the needle leaving the needle in the pt below the surface of the skin. The doctor suggested that a longer length needle might have been indicated given the pt's size and the depth of the muscle to be examined. The pt was referred to the emergency department of a local hospital. Due to the proximity of the needle to the paraspinal muscle, the pt was further referred to surgery where the needle was removed under fluoroscopy and ultrasound in the operating room. The proximal end of the needle was found approximately 1.5cm within a layer of subcutaneous fat and fascia.

Manufacturer narrative:
Contrary to the standard of care, the physician used a intramuscular needle of insufficient length to properly access a deeply seated nerve. Consequently, the device was over-stressed and separated.